Manufacturer narrative:
This report is submitted on march 7, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced headaches and a subsequent reduction in clinical benefit. The device was explanted on (B)(6) 2019. It is unknown if the patient was reimplanted with a new device as of the date of this report.